Event description:
Procedure: laminectomy. Reportedly, during the use of the pencil, the coating on the tip of the electrode peeled off and fell into the patient. The patient's cavity was irrigated and suctioned. Another pencil was used to finish the case. No patient injury reported.